Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, at 3:19pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter does not turn on. The reported issue started on the same day at 10am. The complaint is classified based on the documentation of the customer care advocate (cca). After the reported issue began, the patient took her usual diabetes medication (15 unit of 70/30 and 5 unit of regular insulin) and had symptoms described as "tiredness, distorted speech." The patient did not test on another meter. He did not require medical intervention at the time. During the troubleshooting, the reported issue could not resolve with training. The patient verified that he was using the correct test strips, there was no meter trauma, the battery was correctly installed, and he did not have a new battery to replace on the meter. This complaint is being reported because the patient was unable to test for at least 5 hours, was on a sliding scale insulin regimen, and developed symptoms suggestive of hypoglycemia. The meter, test strips, and control solution were replaced.